Event description:
The patient reported exposed and frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. There was no evidence of frayed cables on the power cord. A standard power supply was connected to a test unit, and the unit was powered on with no issues observed.